Event description:
The patient contacted animas alleging the pump would not power on. At the time of troubleshooting, the patient informed customer service that she attempted to change out battery after receiving a low battery alarm. She tried 2 batteries out of the same pack and the pump would not power on. The patient confirmed there were no audible tones from pump either. There was no reported patient impact associated with this complaint.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: no damage was observed to the battery compartment. The battery cap was found to be missing the center spring from the hub. The user guide instructs the patient to replace the battery cap at least once per year and that cracks, chips, or damage to the pump may impact the battery contact and / or the waterproof feature of the pump. A test cap was inserted and the pump booted appropriately. No alarms related to the complaint were recorded in the alarm history. A review of the black box showed a low battery alarm on the date of the reported event; no prior power issues were noted. The pump was exercised for 24 hours without power loss.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has been returned to animas; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed a supplemental report will be filled.